Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting error 13-1033-149 code (software fault) was confirmed during initial testing and through a review of the device logs. Testing in the ¿as received¿ condition of the suspect pump module found that during the suspect pump module¿s power on self-test (post), the device¿s channel ID display would not turn on, and it wouldn¿t allow for communication with alaris system maintenance (asm), when multiple dchu lab test pump modules were attached, the same would happen to them until the suspect pump module was detached; however, after multiple attempts, the issue no longer appeared and communication with asm was established successfully. Functional testing of the suspect pump iui could no longer replicate the fault after initial testing. An external and internal inspection of the suspect pump module s/n 17011562 showed that the inside of the housing showed signs of severe fluid ingress. After the rear housing was removed, it was observed that all the interior was corroded, along with the motor mount, iui bracket and bezel assembly. A review of the pump module error log showed that the device presented error code 13-1033-149 (software fault) on 28jan2025 at 10:08 am. No faults were observed for the reported date. A review of the device event log showed that the device was not in use during the reported date. A review of the event logs on 28jan2025, the date the device presented they software fault, there were no programmed infusions observed, only configuration changes and power on and off of the device. The suspect pump module event and error logs were provided to software engineering. Based on the logs, it was determined that the suspect pump module was seeing an unexpected event while shutting down. This seems to be caused by intermittent contact to the power supply, possibly due to a bad iui connector. The bad connector could be on either side, the pcu or the lvp module. It could also be a cold soldering or a defect on the board of the lvp. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) work order: (B)(4). Device opened for investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the report of error code 13-1033-149 (software fault) can be attributed to a bad iui power connection. The probable cause of the bad iui power connection could not be determined during the investigation. Functional testing could no longer replicate the fault after multiple tries. Note that this report lists imdrf annex a1801, g04037, c0601, d15, a040502, g04090, g04067, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed and displayed error 13-1033-149. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed and displayed error 13-1033-149. There was no information on patient involvement.